Event description:
It was reported that a foley catheter was placed into a pt's breast post-tumor removal, to hold the site open until radiation could be started. The reported stated that the balloon was initially inflated with 30cc of saline and that the balloon burst and fragments remained inside the pt's breast. The reporter stated that the catheter was blue-green in color and the balloon seemed to melt. She wanted to know if the catheter was radiopaque. The reporter initially denined that anything was administered through the catheter but later admitted that radioisotopes which is a type of radiation was given and aslo methylene blue dye was injected into the breast tissue for tumor marking. The repoter advised that they were doing a procedure called a mammocyte and did not want to purchase the mammocyte specific catheter due to cost. It is not known whether the balloon fragments were removed from the pt's breast. The pt is reportedly doing fine and is under the care of the radiation oncologist.